Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a battery failure alarm occurred. The device was in use on a patient at the time of the reported issue; however, there was no harm to the patient or user. The device kept operating. The device was swapped out with another v60. No medical intervention provided for the patient nor a delay to therapy was noted.

Manufacturer narrative:
At the repair center, the battery failure error code was confirmed. The battery was then replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.